Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she needed assistance programming a new insulin pump. Customer stated that she does not want to troubleshoot for high blood glucose. Customer stated that her blood glucose has been high for 2 weeks. Customer's blood glucose readings have been at 210 mg/dl, 220 mg/dl, and over 200 mg/dl. Customer stated that she does not why and she has been bolusing to treat. Customer tried to change the set to resolve the issue. Customer did not receive alarms. Customer stated that her blood glucose was over 400 mg/dl. Customer stated that she treated with a bolus and her blood glucose was 104 mg/dl this morning.